Manufacturer narrative:
The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed that stent deployment by using the wheel was impossible. The thumb slider was found to be fully functional and the stent had been successfully deployed in the patient by using the thumbslider. In the wheel section of the grip, a deformation was found which made the successful use of the wheel impossible. During evaluation, high manual force was necessary to disassemble the properly assembled grip. This may have led to manipulation of the sample condition so that a specific root cause could not be identified. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. The event may be associated with difficult anatomic conditions leading to increased friction, high deployment force and subsequent slipping of the wheel. In this case, it was reported that it was difficult to cross the sfa due to the calcification. The reported event also may be related to unpacking, transportation, or storage as rough handling of the device may lead to deformation, friction increase and subsequent deployment difficulties. Based on the information available, a definite root cause for the reported event could not be determined. The IFU states: "if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible, and replace with a new unit."

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that during a stent placement procedure for treatment of a calcified lesion in the sfa, it was difficult to deploy the vascular stent. After several attempts, the stent could be deployed finally. No patient injury was reported.